Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to a broken keypad flex cable. Unable to perform functional testing due to the keypad anomaly.

Event description:
The customer reported a frozen screen and unresponsive buttons when she woke up. The customer stated that she woke up vomiting, with a blood glucose reading of 598 mg/dl. The customer was then hospitalized for diabetic ketoacidosis. Troubleshooting was performed, but the buttons remained unresponsive. Advised the customer that the insulin pump would be replaced. Nothing further was reported.